Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that during a discectomy surgery, each of the pituitaries broke the jaw. Nothing was left in the patient. Device was used to treat the patient and no patient complications were associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.